Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they were having an issue with their bladder and the device was not controlling it. The patient noted they tried to adjust stimulation already. The patient reported that this started a couple of months ago and they also noticed the monitor on the handset kept showing ¿no device found,¿ or ¿communication is lost¿ and feels like it is not staying on like it was supposed to. Patient services reviewed with the patient how the handset and the communicator worked and how they may see those screens if the patient removed the communicator from the implant site area or if the communicator turned off before the handset. The patient was able to confirm with patient services that when they did try to connect again, it would connect with the ins. The patient was noted to currently be on program 3. Patient services reviewed with the patient that they could try to keep adjusting stimulation more and that the device could go up to 8.5 v. It was also mentioned to the patient that they could try a new program if the current one was not providing them the therapy relief they wanted. Additional information was received on 2020-mar-06 from the healthcare provider (hcp). It was reported that the hcp stated the patient met with manufacturer representative for reprogramming and the root cause user error. The hcp said the patient had fallen and possibly explanted, however, no additional information was provided. No further complications were reported. Additional information was received on 2020-april-22 from the healthcare provider (hcp) stated that patient fell down which resulted in injury to the implant .the implant explanted and has caused chronic pain as well as device failure to continue to resolve bladder symptoms. There were no further complications reported.